Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-feb-2023. H6: investigation summary: customer returned (10) loose 0.3ml insulin syringes. The customer reported that the scale markings are not properly aligned. The samples were examined, then tested using a 0.3ml plug gauge. It was observed that the scale markings for each returned syringe fell within the accepted range of the plug gauge. No evidence of manufacturing defect was observed. The alleged issue could not be confirmed based on the samples returned for investigation. A review of the device history record was completed for batch # 2101119 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm the scale markings had issues. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the scale markings are not properly aligned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm the scale markings had issues. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported that the scale markings are not properly aligned.